Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post-implant, this left ventricular lead exhibited loss of capture with a suspected product dislodgement. The physician elected to surgically intervene and reposition the lead; however, due to patient anatomy, the lead was removed and replaced with another boston scientific lead to support pacing in a more favorable position. No adverse patient effects were reported and the lead is not expected to be returned for analysis.